Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the tip of the lantern became kinked upon insertion into the non-penumbra sheath; therefore the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.